Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing set leaked between the male luer and the baxter filter during an epoch infusion at a rate of 20.8 ml for 6 hours. There was no patient impact.

Event description:
It was reported that the IV tubing set leaked between the male luer and the baxter filter during an epoch infusion, at a rate of 20.8ml for (6) hours. The leak only went on the bed linen. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Continued from d.11: non-bd syringe adapter;non-bd extension set;curos cap; spiros adapter attached to male luer; td (B)(6) 2020. Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6. (Patient code). The customer¿s report that the IV tubing set leaked between the male luer and the baxter filter was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Light pink fluid was observed throughout the sets¿ tubing. No anomalies or initial visible damages were observed with any of the sets¿ components or throughout the sets. Functional testing did not observe any leaks or issues with the administration set. Pressure testing also found no anomalies. Model's male luer port was measured and found to be within iso standards. The root cause of the customer's report could not be identified.

Event description:
It was reported that the IV tubing set leaked between the male luer and the baxter filter during an epoch infusion, at a rate of 20.8ml for (6) hours. It was further confirmed during follow up, that there was no patient involvement and subsequently, no patient harm or impact as a result of this event.